Event description:
Pt was treated in 2004. Pt developed severe swelling post treatment on face, neck and chest area. Thermage was notified of event three days later. Two days earlier pt went to ER because of neck and chest very swollen. ER thought pt had an allergic reaction to the lidocaine/narcaine. The ER doctor did not feel that the treatment itself caused the event. The pt was given cream for the welts, and epherin/prednisone for the swelling. Also, three benadryl for the swelling. 04/2004, pt claims that their swelling has improved, but refuses to got back to dr for follow-ups. Most currently follow-up in 05/2004 with dr. The dr has called the pt twice since last follow-up in march but pt has refused to return the calls and doctor has heard that pt is seeing another dermatologist for follow-ups.